Event description:
It was reported that the pacemaker exhibited out of range pacing impedance measurements on this right atrial (ra) lead. Boston scientific technical services (ts) was consulted and upon review, it was noted that the device stored atrial episodes that contained noise. The patient experienced palpitations. No additional adverse patient effects were reported. At this time, the device system remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).